Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer¿s device and verified the reported issue. The third part service agent replaced the defibrillation therapy cable assembly and the 3-lead ECG cable, and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device was not reading an ECG signal through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use associated with this event.

Manufacturer narrative:
It was originally reported by a third party service agent that the customer¿s device was not reading an ECG signal through the paddles lead. It was later clarified by the service agent that the customer had sent their device in for service without a quik-combo therapy cable, which is necessary to obtain paddles lead ECG and, as a result, the service agent had reported (incorrectly) that paddles lead ECG was inoperative. The customer was subsequently provided with a replacement quik-combo therapy cable and after observing proper device operation through functional and performance testing the device was returned to the customer for use. There was no malfunction of the device. This report was originally submitted on 29 november 2018 with the incorrect suffix of -002. This corrected report was requested by the FDA on 13 june 2023.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device was not reading an ECG signal through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use associated with this event.

Manufacturer narrative:
It was originally reported by a third party service agent that the customer¿s device was not reading an ECG signal through the paddles lead. It was later clarified by the service agent that the customer had sent their device in for service without a quik-combo therapy cable, which is necessary to obtain paddles lead ECG and, as a result, the service agent had reported (incorrectly) that paddles lead ECG was inoperative. The customer was subsequently provided with a replacement quik-combo therapy cable and after observing proper device operation through functional and performance testing the device was returned to the customer for use. There was no malfunction of the device.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device was not reading an ECG signal through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use associated with this event.